Event description:
The customer reported the device intermittently turns off between monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection did not find external damage or defects and the device powered on and off using both battery and ac power. The battery is rated for 3.7v and 4350 mah but a battery diagnostic shows the battery voltage was 4.03v and the full charge capacity is 1426 mah. The low full charge capacity in the battery can cause the device run out of battery faster and cause the device to power off faster than expected. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device intermittently turns off between monitoring. No patient impact or consequences were reported.